Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc coin battery was evaluated and replaced. The cmos settings were also reset as part of the svc event. The system was tested and found to be working as intended and returned to service.